Manufacturer narrative:
Investigation conclusion: the report of suspected thrombus could not be confirmed as the device remains in use. Moreover, a specific cause for the reported driveline infection and signs/symptoms of hemolysis as well as a direct correlation with the device could not be determined through this evaluation. It was reported that the patient was admitted from home on (B)(6) 2019 with tea colored urine and his ldh level was found to be elevated. His ldh number from (B)(6) 2019 was reportedly unable to be read so the value was likely over 3000. It was additionally reported that the patient had a new driveline infection associated with pain and purulent drainage from the exit site. His white blood cell count was reportedly within normal limits. Information provided indicated that the account suspected thrombus and the patient was started on IV heparin. An echo was performed and CT scans were also done to look for infection. The patient¿s infection was reportedly treated with antibiotics and a consult was planned with infectious disease personnel. It was stated that a possible pump exchange would take place. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate ii lvas IFU lists device thrombosis, hemolysis, and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: thrombus was suspected. Additional information was requested but not received.

Manufacturer narrative:
Approximate age of device - 7 years, 6 months. The patient remains on lvad support. Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was admitted from home with tea colored urine. Labs revealed elevated lactate dehydrogenase, however, the vad clinician was unable to be read with a number so likely >3000 u/l. In addition, it was noted that the patient has a new percutaneous lead (driveline) infection with pain and purulent drainage at exit site. White blood count is within normal limits. Echo was performed, results not provided. CT scans to be performed to look for infection. IV heparin was initiated. Plan for ID consult, treating infection with antibiotics. Possible pump exchange. Additional information was requested but was not provided.